Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, customer experienced an elevated blood glucose (bg) level of high mg/dl. A correction injection via mdi was delivered to address bg. The customer reverted to an alternate method in insulin therapy.